Event description:
It was reported that during implant procedure, the left ventricular lead was unable to be implanted due to patient anatomy. The patient suffered a chronic acute heart failure during operation and the implant procedure was aborted. The patient was fine post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.